Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the power cord.

Event description:
The manufacturer received information alleging a ventilator's power cord had an intermittent connection. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The customer's complaint was confirmed. The manufacturer found an intermittent open condition. The power cord was replaced to address the issue.